Manufacturer narrative:
An investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and button was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the button appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Additional information: b5, d9.

Event description:
It was reported that a button on the lower arch broke on a silent nite 3d sleep appliance. Based on the device received on (B)(6) 2025 the device was visually inspected, and button was observed to be broken along with the anchor. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred.

Event description:
It was reported that a button on the lower arch broke on a silent nite 3d sleep appliance. No further information was provided.

Manufacturer narrative:
Several attempts have been made to provider to obtain additional information. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).